Manufacturer narrative:
The aligners are not being evaluated as the product performed in accordance to specifications and the device was used in accordance to labeled indications. The pt's reported symptoms did not require medical treatment, nor was medication prescribed to alleviate the reported symptoms. The pt decided to discontinue use of the product. In this case there was no evidence provided that demonstrates that the aligner was the causal agent or contributed to the pt's reported symptoms. Since the align product was being used during the onset of the pt's symptoms, this event is being reported.

Event description:
The aligners were delivered on (B)(6) 2011, the pt reported symptoms of pain in her jaw, headaches, chest pain and high blood pressure (increased). The pt discontinued treatment on (B)(6) 2011. The treating physician believes that this was a life threatening event.